Manufacturer narrative:
Returned product consisted of an apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 15mm apex¿ push balloon catheter was advanced for dilatation; however, the balloon could not inflate as it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.